Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 7.2 cm diameter abdominal aortic aneurysm approximately four weeks ago. The proximal neck was 30-34 mm in diameter. It was reported that prior to stent graft implantation a 6x22 I-cast stent was placed in the right renal artery for a chimney approach. After deployment of the bifurcated stent graft there was a proximal type I endoleak coming from the right proximal side of the stent graft. This was attributed to the stent graft not being deployed high enough and the sheath that was in the right renal artery interfered with the stent graft deployment. A 36x36x49 endurant cuff was placed to address the endoleak and it was placed such that it intentionally partially covered the left renal. On the final angiogram a late unknown blush endoleak may have been seen; however, it could not be identified. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: it was reported that the patient returned for follow-up approximately 15 months post implant and there was a proximal type I endoleak seen on the cat scan; however, there was no aneurysm enlargement. It was also noted that the patient had double snorkel with atrium stents in both renal arteries. Currently there is atrophy in the right kidney. It was noted that the patient is not a surgical candidate. Attempts to get into the right renal were not successful and the decision was made to leave it alone. The type I endoleak was addressed by placement of coils behind the stent graft in the area of the leak and the endoleak was almost resolved. No additional clinical sequelae were reported and the patient is fine. Review of several still angio and CT images confirmed that both renals were chimneyed and the right renal was occluded. An image showing wires placed in the vicinity of the bifurcate proximal neck was seen; however, the cause of the residual endoleak could not be determined.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); lack of information (unknown cause of endoleak). Evaluation, conclusion: lack of information (unknown cause of endoleak).

Manufacturer narrative:
Method: film.